Event description:
It was reported that the device failed dso test. Passing range is between 9psi and 27psi. Device dso alarm triggered below 6psi tested along multiple sets. During investigation found the downstream occlusion seal damage. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the device failed dso test. Passing range is between 9psi and 27psi. Device dso alarm triggered below 6psi tested along multiple sets. During investigation found the downstream occlusion seal damage. This malfunction makes the event reportable. Review of event log/alarm history found multiple downstream occlusion alarms found. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that dso seal torn. The complaint was unable to be confirmed with functional testing. Upon further investigation found tear in dso seal and replaced dso seal. The device passed all testing criteria during performance verification testing.